Event description:
It was reported by service report that the scale was not functional and the power cord ground prong was broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: load cell.